Event description:
This was reported as an arteriotomy closure of the right common femoral artery using two prostyle devices after a percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, a cuff miss occurred with both devices as when the plunger was retracted after needle deployment, the suture could not be verified. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was confirmed as needle-cuff disengagement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or needle/ suture pulled beyond point of tautness due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.